Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced unconsciousness due to high blood glucose and low blood glucose. Customer was not using insulin pump since 2019. Customer stated that infusion set tubing kept ripping out of body. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.